Event description:
It was reported that an alert was displayed for this system due to a ventricular tachycardia (vt) episode. Data review identified one event of vt and two events of non-sustained vt (nsvt) all recorded on the same day, lasting twenty seconds. Stored electrograms (egm) showed atrial and rv noise with intermittent oversensing, predominantly on the rv egm. The patient's intrinsic rhythm was present. Lead measurements were satisfactory and in range. The information was documented and the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states. However, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states.